Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade ii". This record is for the left side. The device was explanted with capsulectomy and it will not returned.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.